Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the area where the leads are implanted in the back is sensitive to touch and sore. The patient reported she has a dip in her back. An sjm representative will meet with the patient and determine the next course of action.